Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose and over delivery. Blood glucose reading was 50 mg/dl at the time of incident and the current blood glucose level was 118mg/dl. The customer treated with food for low blood glucose level. Auto mode feature was active at the time of low blood glucose event. The customer was also assisted with turning on the bolus wizard feature. Customer also alleges insulin pump was over delivering. The customer will discontinue use of device.

Manufacturer narrative:
Customer concern: inquire if during the last set change customer recalls insulin dripping or squirting from end of set before connecting at their site. Evaluated 1 open/used reservoir (.02 liquid inside barrel) transfer guard and plunger not returned. Inspected reservoir's o-rings and stopper groove for anomalies appendix e and none was found. Using a new lab transfer guard and plunger; as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx pump; ran bolus and basal leak test procedure (appendix c); per dop114-811doc. Conclusion: reservoir passed per bolus and basal test; no occluded, no leakage anomalies were found during test (did not continue dripping or squirting insulin before test). This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.